Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed; the probe was broken 7mm from the tip. Additional findings include the following: there was a black discoloration on the probe fracture surface; cracks were spreading from the black discoloration point; and the gripping surface was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that during an open liver resection, the probe on the sonosurg curved scissors broke and fell out of the patient's body. The fallen piece was collected and switched to a new similar device, and the procedure was completed. There were no health hazards to patients and no patient harm reported.

Event description:
The broken piece was retrieved with pean forceps or a cockerel.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following sections have been updated: b1, b2, b5, h1, and h6. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the breakage of the probe that was recovered occurred due to the following: 1. Only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. This caused the probe to have cracks. 2. When the output was activated outside the body cavity, a force had been applied to the probe causing cracks. Cracks were branching from the scratches on the probe, causing the probe to break. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Olympus will continue to monitor field performance for this device.